Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer contacted abbott to report calibration failures for the axsym rubella igg assay, where error code 1111 (calibration check failure, m-cal 1, response too large) was generated. Maintenance procedures were reviewed with the customer and the customer was advised to replace both instrument probes, and centrifuge the calibrators before attempting recalibration. The customer reported a successful calibration after the steps were taken as advised. There was no impact to pt mgmt reported by the customer.